Manufacturer narrative:
Date sent: 11/26/2007. The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, and torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, an error code 3: hand piece. There was no pt consequence.